Event description:
The patient stated her blood glucose this morning (1/15/07) was 39 mmol/l (702 mg/dl). She stated she has blurred vision when her blood glucose is high. She stated her normal blood glucose is around 10 mmol/l (180 mg/dl). She stated she gave herself an injection and her blood glucose was 28 mmol/l (504 mg/dl) at the time of the report. The patient originally called to inquire about when she would receive her next shipment of power packs. The patient was not available for follow up. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.